Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted a battery depletion code. The device's battery drained faster than expected and this s-ICD system had delivered two inappropriate shocks. A request was made to analyze data from the device, and the analysis confirmed premature battery depletion. Device replacement was recommended. Subsequently, this s-ICD was explanted and a new device implanted. This electrode remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted a battery depletion code. The device's battery drained faster than expected and this s-ICD system had delivered two inappropriate shocks. A request was made to analyze data from the device, and the analysis confirmed premature battery depletion. Device replacement was recommended. Subsequently, this s-ICD was explanted and a new device implanted. This electrode remains in service. No additional adverse patient effects were reported. Information from the field indicates the shocks delivered were appropriate therapy for ventricular tachycardia (vt)/ventricular fibrillation (vf). No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted a battery depletion code. The device's battery drained faster than expected and this s-ICD system had delivered two inappropriate shocks. A request was made to analyze data from the device, and the analysis confirmed premature battery depletion. Device replacement was recommended. Subsequently, this s-ICD was explanted and a new device implanted. This electrode remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.